Manufacturer narrative:
Investigation summary - the complainant (mother) communicated that her child (female) was able to elope through the technology hub portal while the technology hub was still in place and the safety locks installed. The mother confirmed there was no injury as a result of the event. There were no pictures provided and the product was not returned for examination. Cubby beds made multiple attempts to obtain details on the event that are relevant to the investigation. Five emails were sent and one phone call requesting photos, details of the product damage, information of how the event may have occurred, and, if any injury was sustained. Photographs were not provided by the complainant (mother). Mother replied there was no injury to the child. The mother stated she did not observe any damage to the zipper (missing or damaged teeth that may have contributed to zipper separation). The mother also stated that " I did see that the front cover was bent bad and the white ring was broke. That may have been how she maneuvered her way out the last time. No sir she has not been able to get out." The product passed all manufacturing final inspections so it is concluded the product was not damaged at the time of manufacture. The risk management file was reviewed. Rsk0002 rev a for the technology hub. The fmea table has hazardous situation (hs) ID #6 that addresses the risk of elopement. The current risk controls include: provided lock for tampering with zipper. #5 zipper & assembled designed to mitigate zipper access / maneuverability. Integrated technology hub housing design. Material selection. Instructions for use. The mother reported she did not see any damage to the zipper or the teeth of the zipper. The mother also reported the zipper locks were in place. It could not be confirmed if the zipper separated (came apart at the teeth) or if the zipper was able to be partially unzipped. Sensory medical's investigation is ongoing, and the company will supplement this report as appropriate if it obtains additional information and/or reaches additional or different conclusions. Root cause - based on the information provided during the investigation, the root cause cannot conclusively be determined. Review of the manufacturing record concludes the product was conforming at the time of manufacturing.

Event description:
The complainant (mother) communicated that her child (female) was able to elope through the technology hub portal while the technology hub was still in place and the safety locks installed. The mother confirmed there was no injury as a result of the event. There were no pictures provided and the product was not returned for examination. Reporter confirmed that no injury or adverse effects resulted from the event.